Manufacturer narrative:
The investigation into the delivery issues with kinked catheter has been completed. The product was returned and evaluated. The cause of the delivery issues was use related due to improper technique. The failure modes will be monitored and trended.

Event description:
The user facility reported a 35-year-old female post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. The impella rp delivered with difficulty via the 23fr sheath. The team observed the rp to have kinked during attempts. The rp was replaced successfully.